Event description:
A neotrend - l sensor was successfully calibrated and inserted into a patient. However, correct sensor placement could not be confirmed by x-ray because the radio-opaque marker contained within the sensor tip was absent. The diametrics medical limited for investigation. There was no report of any adverse event or injury to the patient.